Manufacturer narrative:
The investigation determined the event was due to the issue identified by the field service engineer (kinked sipper tube). The issue was resolved by replacing the tube.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer. On (B)(6) 2023 patient 1 initial result was 5.18 uiu/ml with a data flag. On (B)(6) 2023 the repeat result was 3.83 uiu/ml. On (B)(6) 2023 patient 2 initial result was 6.10 uiu/ml with a data flag. On (B)(6) 2023 the repeat result was 3.96 uiu/ml. On (B)(6) 2023 patient 3 initial result was 6.30 uiu/ml with a data flag. On (B)(6) 2023 the repeat result was 4.19 uiu/ml. On (B)(6) 2023 patient 4 initial result was 4.89 uiu/ml with a data flag. On (B)(6) 2023 the repeat result was 3.08 uiu/ml.

Manufacturer narrative:
The tsh reagent lot was 702223 with an expiration date of 31-dec-2023. The field service representative (fsr) visited the customer site. It was noted that there were traces of fibrin in the 4 patient samples. Following this visit, the customer complained of qc issues. The field service engineer (fse) checked the analyzer and found the sipper tube was bent and corrected it. Qc was run 3 times with acceptable results. The customer has not complained of any further issues. The investigation is ongoing.